Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat pelvic pain, bleeding, vaginal mesh exposure, cystocele, incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a tvh, enterocele repair, anterior repair with excision of mesh, cystoscopy and mesh placement performed during mesh implantation. It was reported that patient underwent surgery and advantage transvaginal sling was also implanted on (B)(6) 2008. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent a mesh excision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.